Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broke while slitting. It was noted there was slight prolonged procedure and operator inconvenience. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned in 2 pieces, and without the dilator. Analysis was performed. Analysis indicated that the catheter did not slit along the score lines. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter peeling partially executed. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.